Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads have all high impedances and are fractured. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.